Event description:
It was reported during a liver resection procedure, the staples were malformed. A new instrument was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.